Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a fistula in a moderately tortuous cephalic vein in the forearm. Difficulty was noted during advancement of the 3.0x60mm armada 18 ballon dilatation catheter (bdc) on an unspecified guide wire, and there appeared to be an internal fracture on an unspecified area of the device. A non-abbott bdc was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.